Event description:
Customer reported to beckman coulter, inc. (Bec) that there were puddles of fluid beneath the reagent probes of the unicel dxc 600 synchron system. Customer reported that liquid appeared to be leaking from reagent probe b. Customer reported that there was fluid on the drip tray beneath the probe, and in the drain channel leading away from the drip tray. Customer reported that there was also liquid on the top of several reagent cartridges. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the reagent probe b vacuum waste valve was intermittently faulty. The fse replaced the valve. Additionally, the fse found that the reagent a/b valve was showing signs of leakage. The fse replaced the a/b valve. The fse confirmed that the system was running without leakage after the repairs.

Manufacturer narrative:
(B)(4).